Event description:
It was reported that the implantable pulse generator (ipg) was sensing 60 cycle interference. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead implanted 2012 (B)(6).(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and indicated oversensing due to emi (electromagnetic interference)/noise. There were two confirmed episodes of atrial interference occurring on (B)(6) 2014.